Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was also reported that the patient experienced discomfort after 2 inappropriate shocks due to p-wave oversensing while on the stationary bike. After the first shock, while the patient was attempting to dismount, they received a second shock. The patient collapsed and broke their leg in the fall. An interrogation noted oversensing on the extravascular (ev) lead resulted in misclassification of arrythmia episode type and inappropriate therapy. Stored episodes noted ventricular undersensing also resulting in misclassification of arrythmia episode type. In addition, there was a lead impedance warning on ring1to coil2 for low impedance and variable impedance. There was also a high voltage lead impedance warning for low impedance and variable impedance. The was also a noise warning for oversensing noise and twos episodes were also detected. The patient underwent a lead revision to place the lead more caudal, however it was not successful. The extra vascular system was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.